Event description:
Procedure type: gastrectomy. According to the reporter: the clips did not grasp properly above the tissue. The purstring application was not correct twice. Then surgeon made a purstring suture with the instrument asp50. With this correct purstring suture the anastomosis were finished without complications with a competitor's product. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500 cc. No reinforcement material used.

Manufacturer narrative:
(B)(4).